Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Age of device: 4 years, 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Concern for inflow or outflow thrombus was communicating. No clinical symptoms were reported. Additional information was requested, but not yet provided.